Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
It was reported to abbott that the patient had an ipg revision due to eol (end of life). Ipg was replaced without any complications. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.